Event description:
Boston scientific received information that a field rep called inquiring about an error that occurred. Boston scientific technical services (ts) discussed this is caused by an issue with the device's firmware. No adverse pt effects were reported. The device remains implanted and no further actions were required.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.